Event description:
Holes were found on the sterilization wrap which caused a delay in procedure. The procedure was postponed to later in the day. There were no holes observed before or after wrapping. The trays had been stored for a week and were placed and stored correctly according to customer. They were also observed to have no holes or defects before sending them to theatre for the scheduled operation. The patient had not been sedated at the time of discovery.

Manufacturer narrative:
Sample was not available for evaluation. During the manufacturing process of this product, two separate sheets of (blue and white) rolled material which are produced on separate days are brought together and bonded; thus, it would be considered highly unlikely for these two separate sheets to line up together and have an exact location of holes. According to quality records, the material met specifications. All visual checks were documented as "pass." There were no reported nonconformances. Customer feedback is reviewed by the complaint review board which utilizes metrics such as cpm (complaints per million) and trend analysis to monitor the effectiveness of the process and quality control. This incident will be included in our complaint review analysis to help identify any emerging trends, and if applicable, additional investigation will be initiated and corrective actions assigned. A root cause was not identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.